Event description:
It was reported that patient received inappropriate shocks for sinus tachycardia. During device check, charge time was longer than normal, but charge time limit was not reached. Also, the reported remaining longevity was observed to be over 3 years; however, longevity calculation noted 2.5 years. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.